Event description:
The report received from the field indicated that during an interventional procedure, the cypher 3.0x 8 mm stent did not cross the target lesion. The stent delivery system (sds) was removed from the pt and the stent fell off of the sds balloon onto the prep table. There was no reported patient injury. Additional info was requested, but is not available.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.